Event description:
Device malfunction: difficult to remove. Symptoms/ae: vessel dissection. Time of malfunction and ae: during vessel closure. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the external iliac artery after an unspecified procedure. Reportedly, after deploying the clip the device was difficult to remove. The physician attempted to remove it by twisting and turning the device but was unsuccessful. The device was removed with a forceful pull. The clip was deployed and hemostasis was achieved, but an angiogram revealed a vessel dissection at the closure site. The dissection was treated by implanting a stent. The patient was reported as "doing fine" and was discharged the next day. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The instructions for use states "the starclose vascular closure system is indicated for the percutaneous closure of the common femoral artery access" and "it is important not to rock or twist while the vessel locator wings are in the open position as this may cause arterial damage."